Event description:
On (B) (6) 2007, the primary surgery was performed (the exact date of primary surgery is unk). On (B) (6) 2008, the explantation surgery was performed since the bone fusion was obtained; however, it was found that the plate broke in two pieces when the surgical field was opened. The plate has 6 holes; however, the 2 screws were placed at each ends. (Total 4 screws were used).